Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a sponge. The client is reporting that the device is fraying and leaves bit of thread inside the wound.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.